Event description:
The valve was abandoned at implant when intra-operative tee showed a flailed leaflet. The valve was abandoned at implant with no patient complication reported.

Manufacturer narrative:
H3: analysis: gross analysis shows that the right cusp appears to have been cut across the belly of the leaflet from commissure to commissure. The cut is consistent in appearance with that of a laceration caused by a sharp object. We are not able to determine when or how the cut occurred. Due to the size and location, the cut would have been identified during the inspection process prior to release to distribution. Review of the device history record shows no abnormalities; the valve met all manufacturing specifications for a product released to distribution. Conclusion: the valve was abandoned at implant with no reported complication to the patient. The returned product appears to have been damaged by user handling and/or technique. No further conclusions can be drawn.